Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a sensor got stuck in the introducer sheath, the procedure was completed with another sensor.